Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (bmt) reported that a combiset leaked during treatment from the t-connector. Although multiple attempts were made to gather missing details, no data was provided. Sample was requested, but no sample has been received.